Event description:
The customer reported via phone call he had a low blood glucose but not hospitalized. Customer's blood glucose was 77 mg/dl. After the troubleshooting was done, customer was advised that the bolus history was inaccurate. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.